Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device is affected. According to the parents the child fell off a ladder a month prior ((B)(6) 2022) and was hospitalized as he had a fracture in his skull.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition, one channel migrated post-operatively out of cochlea. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected. According to the parents the child fell off a ladder a month prior ((B)(6) 2022) and was hospitalized as he had a fracture in his skull, close to the implant site. Further steps have not been decided yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. In addition, one channel migrated post-operatively out of cochlea. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user's hearing performance with the device is affected. According to the parents the child fell off a ladder a month prior ((B)(6) 2022) and was hospitalized as he had a fractured skull, close to the implant site. The user has been re-implanted.